Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that struts from the two most proximal stent rows were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the right coronary artery (rca). A 2.25x28mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. However, during advancing, the shaft was fractured outside patient. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the right coronary artery (rca). A 2.25x28mm promus element drug-eluting stent was selected for use to treat the lesion. However, during advancing, the shaft was fractured outside patient. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.